Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements occurred on this right atrial (ra) lead and associated cardiac resynchronization therapy pacemaker (crt-p). Noise and loss of capture was also reported. Implant difficulty was encountered with the lead; the helix was stuck following multiple attempts to reposition the lead. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating the ra lead continued to exhibit high, out-of-range pace impedance measurements of greater than 3000 ohms. Technical services (ts) was contacted, and ts noted an intermittent noise artifact on the atrial electrogram (egm) which was being oversensed by the crt-p. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements occurred on this right atrial (ra) lead and associated cardiac resynchronization therapy pacemaker (crt-p). Noise and loss of capture was also reported. Implant difficulty was encountered with the lead; the helix was stuck following multiple attempts to reposition the lead. No adverse patient effects were reported. This lead remains in service.